Manufacturer narrative:
(B)(4).during baxter's review of the event history, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption of delivery on (B)(4) 2010.

Manufacturer narrative:
(B)(4). Correction/additional information: device evaluation: the evaluation results were inadvertently omitted previously. The reported condition was not confirmed and not duplicated. The assignable cause was a software failure. The device has not been repaired for the reported condition. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a "failure". According to the facility representative, it is unknown if there was a report of patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that there was a failure that occurred during infusion which caused and interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.